Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies and was able to resume insulin delivery. While changing supplies, it was identified that the cartridge patient line (pigtail) was kinked. Customer's blood glucose was 348 mg/dl at time of alarm.